Event description:
The consumer states she was in the chair, leaned forward, when the chair allegedly tipped on top of her. The footrest allegedly cut her foot and required stitches.

Manufacturer narrative:
MFR contacted user's daughter. Info suggests while in the chair user went to stand up. The chair allegedly tipped and the user cut her toe requiring stitches. Current user guide covers proper transfer methods. Its unclear if user had stepped on the footrest while getting up. MFR contacted a svc facility to inspect the chair. MDR filed based on injury.